Manufacturer narrative:
An event of the valve migration and paravalvular leak was reported. Information from field indicated that there was a small amount of calcium on the left coronary cusp (lcc) side, the device had a final placement depth of 0 mm from the non-coronary cusp (ncc) and 2 mm from the ncc, there was tension in the delivery system at the time of final deployment, and there was some interference affecting expansion thought to be due to the placement depth (0 mm from the ncc). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the reported migration could not be conclusively determined. A cause for the reported paravalvular leak could not be conclusively determined, but appears to be related to the placement depth.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant, using a large flexnav delivery system. The annular was measured to be valsalva diameter: 34mm, valsalva sinus height: 24mm, valve orifice area: 493.2cm2, circumference of valve ring diameter: 80.2mm, ascending aorta diameter: 34.8mm. Non-uniform expansion (nue) was noted after first deployment. The valve was re-sheathed, and another deployment attempt was performed with improved nue. The valve was fully released with implant depth of 5mm non-coronary cusp (ncc) and 4mm left-coronary cusp (lcc). It was indicated that there was tension in the delivery system at the time of final deployment. After deployment, the device was observed to migrate with final implant depth of 0mm ncc and 2mm lcc. Moderate perivalvular leak (pvl) was noted. It was noted that there was some interference affecting expansion. During postoperative discussion, it was determined that the nue was within the acceptable range, but it was suspected that some nue still remained. This is thought to be due to the placement depth ncc: 0mm. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.